Event description:
A malfunction alarm in the system was reported with a code, but no notable events were mentioned prior to the malfunction. There was no known impact on the customer's blood glucose level as the customer declined to provide specific information. Technical support provided pump reset information and assistance, but the user was unavailable for a reset. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.